Event description:
The facility representative contacted a technical service representative to report a flogard infusion pump with a cable malfunction; this condition had the potential to interrupt delivery. It is unknown when this event occurred. There was no patient involved, reported patient injury, medical intervention, or adverse event in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the customer reported problem of "cable" was confirmed. Service determined that the cable was broken and replaced it to resolve the issue.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. The reported malfunction, "cable" was confirmed. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.